Manufacturer narrative:
The illuminator has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if additional information is received or the part is returned. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system generated a recoverable error 48238 and the led indicator for the illuminator power was off. The error indicated a communication error between the double camera controller and illuminator. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to power cycle; however, the issue persisted. The surgeon made the decision to continue with an external illuminator and the surgical procedure was completed as planned and no patient harm, adverse outcome or injury was reported. An isi field service engineer was dispatched to the facility and was able to reproduce the reported issue and verify error 48238 in the log files. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Visual inspection confirmed the unit was in good condition; however one ac fuse was bad. The illuminator was installed into a test system and failed to power up with error 297 displayed.